Manufacturer narrative:
E3 is unknown (initially it is submitted as "nurse"). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) battery usage message displayed while the iabp was connected to the power outlet. The customer confirmed the outlet was working and the iabp is engaged and shows "hybrid" status. The customer disengaged and replaced the iabp in the cart and the status still showed battery in use. The iabp was switched for another. No patient harm, serious injury or adverse event was reported.